Event description:
Customer reported a high battery charge time. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.